Manufacturer narrative:
A specific root cause could not be identified. Based on a review of the customer's alarm trace, it was noted that for (B)(6) 2015 "abnormal aspiration" and "sample duplication" alarms occurred frequently. Based on a review of the customer's precision check data, a pipetting mis-adjustment of mixers issue could be excluded as a potential root cause.

Manufacturer narrative:
It was noted that the patient's icterus index (I index) was 15 on (B)(6) 2015. Product labeling indicates no significant interference up to an I index of 10. Based on the provided results, the issue is most likely related to the increased I index.

Manufacturer narrative:
Based on the available data, an instrument and reagent issue have both been excluded since calibration and quality controls were acceptable.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for creatinine jaffe gen.2 (crej2). The initial crej2 result was 19 (unit of measure not provided). This result was reported outside of the laboratory. The previous patient sample result was 63 (unit of measure not provided). A sample from (B)(6) 2015 produced a result "in the 60's" (unit of measure not provided). It is not clear if these 3 results are from the same patient sample or different samples. It is not known if an adverse event occurred. No adverse event was reported. The crej2 reagent lot number and expiration date was not provided.

Manufacturer narrative:
The initial crej2 result from (B)(6) 2015 was 18.8 umol/l. The patient's previous result from a different sample was 63 umol/l. The sample from (B)(6) 2015 was repeated and the crej2 result was 76.7 umol/l. It was clarified that the patient was not adversely affected.